Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was instructed to revert to multiple daily injections as backup therapy and technical support arranged for the pump to be replaced, advising the caller to follow storage and return instructions.